Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The patient experienced peritonitis manifested by abdominal pain and was admitted to the hospital on the same day. Treatment was not reported. The cause of the peritonitis was unknown on an unreported date, dianeal pd therapy was discontinued and the pt was switched to hemodialysis. At the time of this report the pt remained hospitalized. The outcome of the peritonitis event was unknown. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd894188 and gd894535 and no exceptions were observed that were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).